Event description:
It was reported the pt pressed the (+) button on the pt programmer but the stimulation decreased. When the pt pressed the (-) button on the pt programmer, the stimulation increased. A replacement programmed was sent to the pt and it is working properly.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.